Event description:
Progel glass vial broke when being prepared. New implant / product opened. Broken glass vial of progel and applicator tip removed from field and sent to risk management. FDA safety report ID# (B)(4).